Event description:
It was reported that the patient had a surgical procedure to implant an artificial urinary sphincter after having a previous sling procedure. No patient complications were reported in relation to this event.